Manufacturer narrative:
Additional information has been provided in d.10., h.3., h.6. And h.10. The company service representative examined the system and was able to confirm and replicate the reported event of the footswitch not working. The company service representative provided a replacement footswitch to address the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Per the ar, the root cause of the reported event of the footswitch not working can be attributed to the nonconforming; however, without a sample, component level root cause cannot be determined at this time. Based on the information obtained, the root cause of the procedure being canceled cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the footswitch stopped working during a right eye vitrectomy, endolaser and tamponade for a vitreous hemorrhage. The patient was anesthetized iports were placed and infusion was started. The foot pedal would not work. The procedure was aborted. The ports were removed and the wounds sutured. The patient returned to the operating room two days later for completion of the procedure.

Manufacturer narrative:
(B)(4).